Event description:
It was reported that the patient was experiencing right ventricular stimulation of the phrenic nerve because the lead pulled back into the svc. The lead was explanted and replaced. The patient was in stable condition.